Manufacturer narrative:
The following fields were update based on additional information provided by patient: d4 - lot no: pd1c01302151. D4 - serial no: (B)(6). D4 - expiration date: 7/30/2022. D4 - unique identifier (UDI) #: (B)(4). H4 - device mfg date: 1/30/2021.

Manufacturer narrative:
The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other defects or damages noted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Despite delivering boluses prior going to hospital, the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, lightheadedness, nausea and vomiting. The patient was treated for nausea and with medications intravenously; patient was also given fast acting (humalog) and long lasting (lantus) insulin injections. Patient was released after spending 3 days in the hospital.